Event description:
It was reported that during a percutaneous coronary intervention a guide wire broke. The lesion was situated in the left anterior descending artery (lad) and in the diagonal (dx). It was reported that the tip of one guide wire snapped off in the diagonal artery and remained inside the patient. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and the device presents a fracture at 183.2 cm from the proximal end and distal tip damage was also noted. The returned unit was sent for further analysis at an external lab to determine the failure mode. The following was determined; the failure occurred due to a rapid tension overload and no material anomalies were found. All outer diameter measurements are within specification. A manufacturing batch record review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a guide wire broke. The lesion was situated in the left anterior descending artery (lad) and in the diagonal (dx). It was reported that the tip of one guide wire snapped off in the diagonal artery and remained inside the patient. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
(B)(4).